Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The dental hygienist reported the mirror face came unglued from the frame of the mirror and fell into the pt's mouth.